Event description:
The customer reported falsely decreased architect troponin-I results on architect i1000sr analyzer. The customer provided following results for troponin assay with customer cutoff of 0.15 ug/l sid (B)(6) originally reported as <0.0, repeat post service, 0.27 ug/l. Sid (B)(6) originally reported as <0.0, repeat post service, 0.38 ug/l. Sid (B)(6) originally reported as <0.0, repeat post service, 0.09 ug/l. Sid (B)(6) originally reported as <0.0, repeat post service, 0.07 ug/l. Additionally, the customer found that falsely decreased bnp results were also generated on the architect i1000sr analyzer. The following results were provided: (reference range for bnp: 0- 100). Sid (B)(6) originally reported as <10, upon repeat post service visit 1323.0. Sid (B)(6) originally reported as <10, upon repeat post service visit, 304. It was noted that error code 1008 unable to process test, final read failure was observed by the customer and the quality control was reading 0. It was also noted in the customer logs that error code 3350 unable to process test, aspiration error for (pipetter) at (sh sample), perform pipetter calibration and run controls was also observed. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a1: patient identifier- multiple = sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6). All available patient information was included. No additional information was provided. Complete information for section 9: rcr # (B)(4). Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customers who have installed architect processing modules, notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Manufacturer narrative:
Complete information for section h9: correction/removal reporting number = (B)(4). This supplemental MDR is being sent to include the sw version. Refer to section d10: concomitant medical products for this update

Manufacturer narrative:
After further evaluation, the suspect medical device inadvertently was submitted on MDR number 1628664-2019-00430-00 and is being submitted under this manufacturer report number 3016438761-2021-00337-00. Complete information for patient sid: (B)(6). All available patient information was included, no additional patient information was available. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the valve, manifold kit (rohs)_part number 7-77612-03. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer reported discrepant patient results on architect i1000 sr stat troponin I assay. The customer provided following results for troponin assay with customer cutoff of 0.15 ug/l sid (B)(6) originally reported as <0.0, repeat post service, 0.27 ug/l. Sid (B)(6) originally reported as <0.0, repeat post service, 0.38 ug/l. Sid (B)(6) originally reported as <0.0, repeat post service, 0.09 ug/l. Sid (B)(6) originally reported as <0.0, repeat post service, 0.07 ug/l. No impact to patient management reported.